Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). A global product support specialist evaluated the instrument data and recommended that the customer perform maintenance as well as check the reagent probe 2 alignment, tubing, and metering syringe. Tsc followed up with the customer regarding recommendations, and the customer stated that they have not performed maintenance, however, no troponin outliers were obtained on the instrument since this event. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated in duplicate on the same instrument, resulting lower. It is unknown if the correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.